Event description:
It was reported that during implant of the subcutaneous implantable cardioverter defibrillator (s-ICD), after pocket closure, defibrillation threshold (dft) testing was attempted; however, the 50 hz burst of pacing for induction of ventricular fibrillation was not delivered to the patient. A message was displayed on the programming system that indicated the energy was not properly adjusted for dft testing. A manual set-up was performed, and the subsequent shock impedance was greater than 400 ohms. Connections were reviewed and confirmed to be good. Per technical services recommendation, the s-ICD was explanted and replaced. Dft testing was then finished successfully, and the resulting shock impedance was normal (61 ohms). The s-ICD is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during implant of the subcutaneous implantable cardioverter defibrillator (s-ICD), after pocket closure, defibrillation threshold (dft) testing was attempted; however, the 50 hz burst of pacing for induction of ventricular fibrillation was not delivered to the patient. A message was displayed on the programming system that indicated the energy was not properly adjusted for dft testing. A manual set-up was performed, and the subsequent shock impedance was greater than 400 ohms. Connections were reviewed and confirmed to be good. Per technical services recommendation, the s-ICD was explanted and replaced. Dft testing was then finished successfully, and the resulting shock impedance was normal (61 ohms). The s-ICD was returned for analysis. No additional adverse patient effects were reported.